Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient cannula came out from the infusion site (back). For treatment, pod was removed and replaced with a new pod and immediately the patient was given a correction bolus and lowered the bg level to 278.

Manufacturer narrative:
Corrections noted below should have been included with initial submission: device available for eval = yes. Date returned to mfg = 12/31/2018. Device returned to manufacturer? = yes. Device evaluated by manufacturer? = no. Reason device not evaluated by mfg = device evaluation anticipated, but not yet begun. (B)(4).